Event description:
It was reported that the battery of implantable pacemaker was suspected to exhibit premature battery depletion with a longevity drop from 1year to end of life (eol) within a span of 6 months. A request was made to have data from this device analyzed. This device was explanted. No additional adverse patient effects were reported.